Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the scs system was explanted and replaced to address the issue.

Event description:
It was reported the patient was experiencing discomfort at the ipg site and ineffective therapy with the right s1 lead. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Date of event is estimated